Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have broken conductor wire. Intuitive followed up and obtained additional information. Instrument was inspected prior to use. There was no damage out of the ordinary. Customer noticed issue after procedure. It was not conductor wire. Silver cable was broken. No thermal damage and no arcing was observed. There was no fragment issue. Instrument is available for return. No image or recording is available.